Event description:
The customer called in about an error code and stated that her meter was also reading in mmol/l. The customer was unable to test with the meter and resorted to using her back up meter. The meter was returned for evaluation, and a replacement meter was sent.